Event description:
The device was used during an upspecified colon procedure. Reportedly, the instrument cross stapled the bowel. They cut the purstring to remove the device. The hospital did not provide any additional information.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.